Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that when trying to re-capture the stent during the procedure, the stent did not fully enter the catheter as a portion of the stent implant was stuck outside the catheter, so it was removed entirely from the patient. The procedure was completed by using the same size device. The patient is stable.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned fully deployed. The pusher and microcatheter used in the procedure were not returned for evaluation. The stent was able to advance through an in-house microcatheter using an in-house pusher, resheathe, and deploy without resistance during the investigation. As the pusher and microcatheter were not returned, the investigation could not determine if they had caused or contributed to the reported complaint. The investigation of the returned stent did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Event description:
See h11.